Event description:
A report was received that after the trial procedure, the patient's dressing had came loose and the leads were exposed to the skin. The patient had a lead pull.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.